Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports electric shock from their abbott diabetes care device. Customer reports they, "experienced electrical shock when the sensor is on their arm." There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports electric shock from their abbott diabetes care device. Customer reports they, "experienced electrical shock when the sensor is on their arm." There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The customer stated electrical shock (not static shock). The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly).no evidence of burn marks were observed. An extended investigation was performed. Visual inspection was performed on the returned de-cased sensor and its pcba (printed circuit board assembly);no evidence of damage to any components or burnt marks was observed. The initial scan was reviewed and it was observed that sensor was terminated in state 5 with event log 3 and 4, indicating normal termination of the sensor without any error. Performed sim vivo testing ( testing puck¿s electronics) on the returned sensor and the test passed. The returned puck¿s battery was intact with no damage and the battery voltage was measured within specification. The sensor's battery produces voltage that is insufficient to produce an electric shock. Therefore, the issue is not confirmed. This also serves as a correction report. Section h4( device mfg date) was incorrectly submitted in the previous report. Correction has been made.  Section d4 ( expiration date ) has been updated . All pertinent information available to abbott diabetes care has been submitted.